Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction.

Event description:
Major pump unit(s) involved: blood pump; pump thrombosis;specific component(s) involved: clot within pump;causative or contributing factor: no specific contributing cause identified;intervention(s): replacement of pump;implant device type: lvad.